Event description:
Deployment of the contralateral iliac leg graft noted there was a remaining seventeen to twenty millimeters of landing zone in the vessel. Placement of the main body extension provided the additional coverage of the vessel and ensured internal iliac artery patency. No endoleaks were observed at the conclusion of the procedure.